Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd occurred in alarm history.

Manufacturer narrative:
Other, other text: h3: the device was not returned for evaluation, however; a smiths medical field service technician repaired the device on site. The primary audible alarm background test alarm was able to be confirmed. The initial condition of the j9 connector was not correct per procedure, but and the connector was in good condition. The glue was installed per procedure. The alarm issue was able to be confirmed and the issue was resolved.